Event description:
It was reported that the user experienced frequent perceived ¿drops¿ or disconnections with the ilet and expressed difficulty understanding how to use the system, with sparse meal announcements and under-reporting of lunch size by approximately forty percent, as well as pausing insulin to address falling glucose trends; this reflects a usage issue related to procedure and the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect method related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.